Manufacturer narrative:
Customer called the getinge service territory manager (stm) to cancel the service order requested. The customer informed that it was discovered that the coiled cable that connects the display to the unit had been removed. The customer re-connected the coiled cable and unit functioned properly. The iabp was cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not turning on. It is unknown under which circumstances this event occurred but customer reported that there was no patient harm or injury. No adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not turning on. It is unknown under which circumstances this event occurred but customer reported that there was no patient harm or injury. No adverse event was reported.